Event description:
The reporter indicated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens but prior to implantation, noted lens was cracked in middle. The reporter indicated the lens was defective. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation method (other): lens work order search. Results (other): visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of dried dark surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)